Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately six years post-implantation due to patient allegations of elevated metal ion levels, pain, and pseudotumor this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative report findings indicate necrotic debris and grey necrotic muscle. The head and taper were removed and replaced with a head and active articulation bearing.

Manufacturer narrative:
Devices were not returned so product evaluation could be conducted. Reported event was confirmed through a review of medical records. Review of the complaint histories determined no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.